Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right renal artery. Pre-dilatation was performed with an unspecified viatrac balloon catheter. A 6.5 x 18 mm rx herculink elite peripheral stent system was advancing through the guiding catheter and prior to reaching the target lesion, the herculink stent system was connected to the inflation device when blood was observed in the syringe. The herculink stent system was removed from the patient and another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty without having the device to examine. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.